Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the cpu board and power switch. Unit was tested to factory's specifications.